Event description:
It was reported that during an ablation procedure with a celsius catheter, the proximal ring became entangled with some papilary tissue. The pt was sent to surgery to remove the catheter tip. The pt is recovering.